Event description:
The iab was placed so that the tip of the iab was at the 4th rib. After the patient was moved, the iabp stopped with a message "check iab catheter". Poor augmentation was noted. The doctor removed the sheath about 2 cm and the iab pumped normally. (Event complications: none from the event - reported 08/22/97.) (Pt's current status: unk - rpt'd 08/22/97.)

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with half of the membrane noted to be within the sheath tubing. The remaining portion of exposed membrane was observed to be loosely folded. When the sheath was moved back from the membrane completely, the membrane portion which was originally covered by the sheath appeared stressed when viewed under polarized and room light. The iab pumped satisfactorily on the laboratory system 90 at 80 and 160 bpm. No alarms were triggered. Probable cause of difficulty: the condition of the returned membrane and sheath suggests that the pump alarms and poor augmentation experienced by the user most likely was the result of the balloon membrane not having fully exited the sheath tubing. In general, inflation, augmentation and alarm difficulties may attributed to one or more of the following: 1. The membrane did not fully exit the sheath (the condition of the returned iab supports this statement). 2. The balloon entered a subintimal space. 3. The balloon was placed too high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use. 5. The catheter kinked within the patient probably because of severe vessel tortuosity and/or patient movement. 6. The catheter kinked outside the patient. The user may have failed to secure the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter could have minimized the restriction and improve balloon performance. 7. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not fully inflate during the initiation of iabp. 8. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 9. The balloon pump needed servicing.